Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# unknown implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were high impedance on 9 electrodes of the patient during normal use. The patient did not get relief anymore. This was the day of the revision of the lead. The change of the lead occurred and plugged back to the intellis ins. But when plugged, there were still 7 high impedance whereas when plugged into the wens, all the leads were with normal impedances. The surgeon decided to change the intellis ins to an inceptiv. Issue was resolved.